Event description:
It was reported less than two months post implant that the patient developed an infection. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.